Event description:
Customer reported via phone call to have experienced keypad anomaly during bolus. It was reported that buttons were not responding. Customer also reported to have received a battery out limit alarm. Customer's blood glucose was 305 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents. There was no unexpected battery out limit alarm noted. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.